Manufacturer narrative:
(B)(4). The customer reported that the bedside monitor alarmed for a bradycardiac condition. There was an ECG waveform and the pt had no pulse. The pt could not be resuscitated. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the bedside monitor alarmed for a bradycardia condition. There was an ECG waveform and the pt had no pulse.